Event description:
Litigation alleges elevated levels of cobalt and chromium.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code 3016408 or 3154525. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete. (B)(4).

Event description:
Update 6/8/2016 - pfs and medical records received. Pfs reported injuries as outlined in complaint including, but not limited to, two revision surgeries. Lab results for metal ions were greater than (B)(4) parts per (B)(4). Medical records reported pain, small fluid collections on MRI, and grinding in right hip. Revision surgical report noted mildly cloudy synovial fluid and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received the investigation will be reopened.